Manufacturer narrative:
A medtronic representative went to the site to test the equipment under another case. Testing revealed that the detector would not communicate with the computer or mobile view station (mvs). The detector command processor set was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 45 minutes. It was reported that after turning on the unit, the pendant displayed "x-ray disabled". The site restarted the image acquisition system (ias) and the mobile view station (mvs) 3 times without any resolution. Every times the system was turned on, it remained disabled. The remote desktop on the imaging device indicated that the detector was offline and the generator was in "ready" status. The surgeon aborted the use of navigation and imaging for the surgery and placed hardware with a c-arm. The imaging system and the mvs were able to connect and communicate after rebooting when the interconnect cable was disconnected, then reconnected when the mvs and ias were booted. The surgeon used the imaging device to capture a 3d spin for post-operative images. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
The parts that were replaced were returned and the analysis was reported under MDR 3004785967-2018-00258. If information is provided in the future, a supplemental report will be issued.